Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The caller stated that the cannula was bent. Troubleshooting was declined as customer was concerned that the insulin pump did not alarm no delivery as it should. The customer also mentioned that she did not get a low reservoir alarm when she was below her low reservoir setting and the device did not trigger the alarm. No further information was provided.